Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that five days post implant, a remote transmission showed non-capture of the right ventricular (rv) lead. The patient was admitted to the hospital and the lead was repositioned. When the chronic device was reconnected to the leads, there was rv non-capture and noise was observed on the lead. Several programming options were tried and eventually the rv lead was disconnected and reconnected with the same observation of non-capture. Within a couple of minutes, the noise could not be reproduced and there was consistent capture. However, since the patient has complete heart block with a ventricular escape rhythm at 50 beats per minute, the device was removed and a new device was implanted. The rv lead remains in use. No patient complications have been reported as a result of this event.